Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during threshold testing, the pacemaker exhibited inadequate output. This caused the patient to experience asystole, syncope, dizziness, and start to seize. The emergency vvi button was pressed and pacing resumed. The patient was recovering and no further information was available.